Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was surgically explanted and replaced due to dislodgement. This lead exhibited high capture thresholds measurements, and failure to capture. It was confirmed via x-ray that this lead had fall to the right ventricle (rv). No additional adverse patient effects were reported. This product is not expected to be returned as the physician cut the lead, and then it was disposed.